Event description:
New information notes that the right ventricular (rv) lead, the atrial (ra) lead, and the pacemaker, was explanted and replaced and no fracture was noted on both leads. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of sensing noise, mode switch and header anomaly could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Visual inspection of the header and connections showed no anomalies. Electrical and mechanical analysis performed, including sensing and noise test indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, mode switch and header issue on the pacemaker. Device interrogation revealed noise oversensing leading to pacing inhibition and fracture on the right ventricular (rv) lead. Device interrogation revealed noise oversensing leading to pacing inhibition, mode switch and fracture on the atrial (ra) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.